Manufacturer narrative:
Final analysis of the stimulator with (serial # (B)(4)) revealed normal no anomaly.

Manufacturer narrative:
Product ID 3889-28, lot# va0g8lq, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that patient neurostimulator (ins) site had been oozing and the ins protruded from the pocket site. It was indicated that the day prior to this report, it became uncomfortable. The health care provider (hcp) was going to take the patient back to surgery on the day of this report to assess the situation .it was indicated that the battery was exposed hcp explanted battery and lead. It was indicated that antibiotic was given to patient and culture sent. It was indicated that re- implantation was scheduled for (B)(6). Additional information reported later that patient experienced pain and drainage at pocket site. It was indicated that the neurostimulator (ins) broke skin and was exposed .it was indicated that it was therapy related. It was indicated that patient recovered without sequela. Additional information received 2 weeks later indicated that patient had two strains. Additional information received couple days later indicated that it was strep and staph. A follow-up report will be sent if additional information becomes available.